Manufacturer narrative:
A medtronic field representative provided in surgery training and support on (B)(4) 2014 during a navigated craniotomy with microscope integration. The surgeon was trained on distance to divot verification as well as proper microscope focusing. At that time, he was satisfied with microscope integration performance and no further issues have been reported.

Manufacturer narrative:
(B)(4) 2014: medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Software investigation was completed. Unable to determine root cause as the reported behavior could not be replicated.

Event description:
A medtronic representative reported that, while in a cranial resection procedure, the surgeon alleged an inaccuracy with the pentero microscope using synergy cranial. The surgeon deemed being inaccurate by approximately 2cm and stated that this was unrelated to brain shift. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.